Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, the plaintiff was implanted with an ams miniarc to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced continuous progressive vaginal pressure, daily pain," worsening stress urinary incontinence, "pain, bleeding, vaginal scarring, continued incontinence, and a recurrence of organ prolapse" requiring revisionary surgeries. The plaintiff's attorney also alleged that the plaintiff suffered "severe and permanent personal injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.